Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. On the day of the procedure, the patient presented with no sex drive and erectile dysfunction, onset date (B)(6) 2012; continuing as of (B)(6) 2013. No further info was available.